Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. It was reported that they were unable to aspirate the full amount of the catheter today. They tried to trim it but could not get backflow. When they pulled the catheter out it ¿looked occluded like the old catheter or white.¿ it was thought that there could be a granuloma, but it couldn¿t be confirmed. They implanted a new catheter and could aspirate at t12. The catheter replacement was successful. It was noted that the patient¿s weight was not provided, and no product was being sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.